Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. There were no reports of patient harm or injury associated with this event. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified that a "vent service required" alarm was triggered due to failure of the internal battery system. Specifically, this condition may have resulted from the battery not being detected, failure of the system printed circuit assembly (pca) as indicated by terminal voltage, wake voltage, or smbus communication errors, or an internal battery failure. An additional "vent service required" alarm occurred due to a speaker failure, a speaker being unplugged, a speaker driver on display pca failed or the microphone failed. To correct these issues, the system printed circuit assembly (pca) and speaker assembly required replacement. Following repair, the device passed all testing.